Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh as implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy, bso, d & c, hysteroscopy, and novasure thermal ablation; due to sui. It was reported that following insertion the patient experienced severe pain following sexual intercourse, severe lower abdominal pain, cannot sit, leaking urine primarily at night.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure and a mesh was implanted on (B)(6) 2011 was implanted, concurrently with a novasure thermal ablation due to sui, menorrhagia, and pelvic pain. No additional information was provided.